Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's daughter called and stated that the patient's implantable pulse generator (ipg) was "not working right" and that if the patient "is face up or turns to the right it makes them very uncomfortable, it is annoying." The device remains in use. No further patient complications have been reported as a result of this event.